Manufacturer narrative:
Per fsr the controller could not be controlled through the central control monitor (ccm). He replaced the controller. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the display on the centrifugal controller unit would intermittently turn on and off by itself. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Per data log analysis, there were six occurrences of logging stopping followed by a power up. This would cause the display to be off and lose control of central control monitor (ccm). There were no indication of the cause but it could be an intermittent cable issue. The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the display-to-board cable, printed circuit board assembly and the small graphics display as a precaution and a possible cause of the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information from the field service representative (fsr): the display was blank on the centrifugal, took centrifugal apart to checked the cables. They re-connected display cable, and re-installed display which came on. The drive motor was then connected and the display went blank again. The system was rebooted and the display came back on. The fsr replaced the dive motor and the centrifugal controller. The unit operated to the manufacturer's specifications. The product surveillance technician (pst) observed that the centrifugal drive motor and centrifugal controller to function properly during evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.